Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pelvic and abdominal pain, severe urinary tract infections, urinary leakage, excruciating dyspareunia, vaginal bleeding and vaginal discharge and odor. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent harvest of rectus fascia, excision of urethral diverticulum, take-down of pubovaginal sling on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/19/2016.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence. The patient underwent mesh removal on (B)(6) 2012 due to pelvic/vaginal pain, and infections. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient underwent mesh removal on (B)(6) 2012 due to mesh erosion, chronic infections, recurrent stress urinary incontinence, vaginal pain and pelvic pain. The patient underwent pelvic floor therapy in (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.